Manufacturer narrative:
(B)(4). D11 - concomitant devices - unknown vanguard femoral component catalog #: ni, lot #: ni, vanguard polished finned tibial tray 67mm catalog #: 141252 ,lot #: 2015071031. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02667, 0001825034-2023-02668.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the tibial bearing and resurfaced the patella to address pain and patellar osteoarthritis approximately eight (8) years post-operatively. Upon removal, minimal wear was identified on the tibial bearing. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of pictures provided identified that the articular surface showed signs of use and implantation with foreign material seen on the device. As the femoral component remained implanted, no photographs were provided to evaluate the device. The device history records were reviewed and no discrepancies were identified. As the articular surface was only revised due to patellar resurfacing taking place, no problem was identified with the articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.